Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-19, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving baclofen (2,000 mcg/ml, 1,624 mcg/day) via an implantable pump for intractable spasticity and head/brain injury. It was reported the patient's pump went empty on (B)(6) 2020 and the managing physician called the rep to ask for dosing considerations since the patient had been without drug for nearly a week. No symptoms or patient complications reported.